Event description:
On (B)(6) 2009, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2013, follow-up imaging reportedly showed that the aneurysm and remodeled, pulling the limbs in both iliac arteries to pull up proximally and causing bilateral distal type I endoleaks. It was reported that no aneurysm enlargement or migration was identified. On (B)(6) 2013, the physician implanted a contralateral leg component on the left side to extend distally. Final angiography showed no evidence of endoleak. On (B)(6) 2013, the physician treated the right distal type I endoleak with an additional contralateral leg component. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxc201200/06335615.